Event description:
Compliant ID: (B)(6) a clinical study reported that after a surgery a patient experience glaucoma in the right eye. Surgical date: (B)(6) 2022. Event start: (B)(6) 2022. Event end: (B)(6) 2026. Measures taken: medication treatment and non-medication treatment. Ae outcome: resolved. Surgical procedures: phacoemulsification and intraocular lens implantation + pars plana vitrectomy + intravitreal injection + retinal laser photocoagulation + internal tamponade for retinal detachment repair; (right eye).

Manufacturer narrative:
An analysis of the retain sample lot 120716 showed that the product was pfp and met all release criteria. Nothing was found that would account for the reported event.